Event description:
A nurse reported that during insertion of an intraocular lens (iol), a scratch was noted in the middle of the lens. The surgical incision was enlarged to facilitate removal of the iol and placement of another lens. Add'l info has been requested.